Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal connector of the lead wasextrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the distal pin on the lead appeared to be bent. The unipolar impedance was higher than the bipolar. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.